Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and hydromorphone (concentration and dose unknown). Indication for use was intractable spasticity and multiple sclerosis. The patient had preexisting severe spasticity from an accident that occurred in 1998. In 2001 the patient was diagnosed with multiple sclerosis (ms). The date of the event was approximately (B)(6) 2013. It was reported that in 2013-2014 the patient first encountered constipation when the pump medication was hydromorphone with baclofen. The patient was so drugged up for five months and did not realize she was not going to the bathroom correctly. The patient was ¿pooping a little bit¿ and after the hydromorphone medicine was removed it got better. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.